Event description:
It was reported that during interrogation, it was observed that this right atrial (ra) lead exhibited failure to capture and failure to sense. The daily measurements showed pacing impedance greater than 3000 ohms, which is high out of range, since the beginning of (B)(6), 2024. The patient is pacemaker dependent and noise was registered on the ra as well. The health care professional (hcp) plans on performing an x-ray to confirm lead integrity. The ra lead remains in service. No adverse patient effects were reported.